Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced high impedance on their lead. As a result, surgical was taken to replace the lead. During the procedure it was noted that the physician observed a fracture at the anchor. Issue has been resolved.